Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), with tr at antero-septal to postero-septal, for a triclip procedure. The target for the first xtw clip was the antero-septal position. During deployment establish final arm angle (efaa), the clip opened to approximately 20 degrees. The clip was confirmed to be locked. The clip was re-closed and efaa was reperformed, and the clip opened again to approximately 20 degrees. To troubleshoot the clip was unlocked, opened to 60 degrees, and re-locked. The clip was fully re-closed and efaa was performed again and was successful. The clip was deployed successfully. To further reduce the tr a second xtw clip was implanted in the postero-septal position. The tr was reduced to grade 2-3. The procedure ended successfully and the patient was stable.